Manufacturer narrative:
Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula.  The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula.  No other defects or deficiencies were found during the investigation, that would contribute to the reported high bg (blood glucose) levels.

Event description:
It was reported the patients blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. As treatment, a new pod was applied.